Event description:
Information received indicated the head section drifts down.

Manufacturer narrative:
Hill-rom tech support suggested checking the head down valve and the CPR valve. Follow-up was attempted to ensure resolution, however no other information was obtained.